Event description:
Event description this device was a boxed unit which was returned to boston scientific for analysis. There were no allegations or complaints against the device. Subsequently, the device was retrieved from archive for further analysis.